Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit will not turn/stay on. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test as the indicator lights flashed on the front panel display. However, the device would not turn on during the power-on self-test. The onboard power supply pcba (printed circuit board assembly) was replaced with a known good lab inventory power supply pcba. The unit was reconnected and started again. This time, the unit was able to pass the initial power connect test , power-on self-test (p.o.s.t.) And the temperature display accuracy test with the diagnostic probe kit. The issue was caused by a defective power supply board. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power control pcb is defective. All units being returned for service will have power supply pcbs replaced.

Event description:
Customer reported the unit will not turn/stay on. No patient harm reported.